Manufacturer narrative:
(B)(4).

Event description:
It was reported that display device stated replace sensor now with no other alert/message occurred. Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a display device stated replace sensor now with no other alert/message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.